Manufacturer narrative:
Date of report: 19jun2019. Date received by manufacturer: 26may2019. The manufacturer's field service engineer (fse) replaced the primary speakers to address the reported problem. The unit successfully passed the required performance verification test. A speaker assembly were returned to the fi(failure investigation) lab for evaluation. Visual inspection of the speaker assemblies revealed no damage or contamination. An investigation was performed and the root cause was isolated to the electrical open in the speaker #2 created the primary alarm error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 03/08/2019. The manufacturer's field service engineer (fse) replaced the defective (motor controller) mc pcba speaker and the (power management) pm pcba speaker to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported primary alarm failed. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.